Event description:
Boston scientific received information that during the explant procedure, the device setscrews were stuck. The atrial setscrew was able to be loosened however the ventricular setscrew remained stuck. The ventricular lead was cut and abandoned surgically. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.